Manufacturer narrative:
Updated to life threatening. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported by a friend/family member the patient is having increased accidents. Caller states he messed once yesterday and 2 times the day before and the last week it's been bad. Caller mentions patient is talking about suicide because of the accidents. Caller states they have been staying on the same program that the doctor started them on and have been turning it up until it hurts the patient. Caller states they turn up stim every time pt has an accident. Patient services walked the caller through changing from p1 @ 2.3v to p2 1.3v and noted p2 1.4v was too strong for pt. It was advised that the patient review any directions previously provided by their doctor, and reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with doctor. Consider completing voiding diary to track progression/therapeutic response. Redirected patient to doctor if problem does not resolve. In response to patient's despairing comments patient services emphasized that pt and caller have a lot of options for troubleshooting therapy and to not give up yet. No further complications were reported or are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.